Manufacturer narrative:
A ge service representative performed an on site investigation. The fse evaluated and reseated the system. Interface pcb and generator interface pcb. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. Connections in the ac power plug were tightened during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.